Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 18:55:25. During night drain cycle eight, the patient's ultrafiltration reading was 1624ml, indicating the home patient (hp) drained 1084ml more than their maximum programmed fill volume of 1800ml. No further information was available.

Manufacturer narrative:
(B)(4). All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional testing on the device. A visual inspection was performed with no issues noted. A simulated therapy session was successfully completed. The device was evaluated and the issue was identified during the review of the event history logs. The cause was determined to be use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.